Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported customer's blood glucose has been running high. Customer's blood glucose was 600 mg/dl. She treated with a manual injection. She experienced nausea, vomiting, excessive thirst, irritability, abdominal pain, and fruity breath. Customer was in the hospital recently due to non diabetes related rino failure. She was not sure whether the settings were changed while in the hospital. Customer was assisted in adjusting her basal rates. Nothing further reported.